Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6)2017, which performed as expected.

Event description:
On (B)(4)2017, a customer site reported an unexpected negative well result when using anti-a (murine monoclonal) series 1 on a galileo instrument, when tested on (B)(6)2017, which led to an abo mistype.